Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer was unable to control an instrument on universal surgical manipulator (usm) 4. The customer could not troubleshoot at the time. The customer elected to not use usm 4 and continued the procedure using the 3 remaining usms. The procedure was completed as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was not reproduced during field evaluation. The universal surgical manipulator (usm) was replaced for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was neither confirmed nor replicated during failure analysis. The unit was tested on an in-house system and passed normal mode without any errors. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test.